Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the temperature was able to drop to 4c. No repairs needed. Mains lead and bracket cover missing. The missing ac lead and bracket has been replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affection. The device was tested before patient application.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. As per review of wo on (B)(6) 2023, no patient affection. The device was tested before patient application.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.